Manufacturer narrative:
Date of event/therapy date was sometime in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient found cracks in the drain line of four (4) amia automated sets. There was no patient injury or medical intervention associated with this event. No additional information is available.